Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on the night of (B)(6) 2018, the patient stopped feeling stimulation and they were unable to connect to their ins with their programmer. On (B)(6) 2018, when they connected to the recharger, they felt stimulation increase down their legs, which was uncomfortable. Patient services reviewed that the patient could either turn stimulation down or off using the recharger or their programmer. When they connected with the programmer, it showed the stimulation was on. They also were able to connect with the recharger, which showed the ins was charged to only 1/4. It was reviewed that when the ins charge get too low, the therapy will turn off, and it was recommended the patient charge the ins. They were redirected to the doctor to find out if it is okay for the patient to charge before their post-op appointment that had been scheduled for (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient information and device serial number updated.